Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to a high blood glucose (bg) level of 678 mg/dl, with ketones present. Cause of bg and ketones was unknown. The customer was treated with intravenous solution of insulin. A system check was performed and no issues were identified with the pump, cartridge, insulin, infusion set tubing, or infusion set cannula. Customer was released from the hospital on the same day with the issue resolved and no permanent damage sustained.